Event description:
Reportedly, several remote notifications were received one or two weeks late.

Event description:
Reportedly, several remote notifications were received one or two weeks late.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of all remote transmissions and alerts initiated in 2023 for ch saint-quentin was performed, and the reported behavior was not confirmed. - all notifications were sent correctly at the time of the transmissions, or at 7:00 if the transmission was made between 22:00 and 7:00, as per specifications. - no anomaly is suspected on the smartview remote monitoring website.

Manufacturer narrative:
Preliminary analysis revealed that no issue occurred.

Event description:
Reportedly, several remote notifications were received one or two weeks late. Preliminary analysis revealed that no issue occurred.